Manufacturer narrative:
The meter and test strips were provided for investigation. However, the returned strip vial was empty with no strips available for investigation. Therefore, the returned meter was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr qc 2: 5.4 inr qc 3: 5.4 inr the obtained qc values were in the allowed range. All measurements were without error messages. The alleged result of 3.7 inr on (B)(6)2021 was not observed in the meter memory. On (B)(6)-2021 there was a result of 1.2 inr at 7:08 a.m. And a result of 1.2 inr at 7:25 a.m.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods". The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results using the coaguchek xs meter serial number (B)(4). For 1 patient tested with the coaguchek meter compared to an unknown laboratory method, the results were discrepant. The result from the meter at 6:00 a.m. Was 3.7 inr. The result from the laboratory at approximately 8:00 a.m. Was 1.9 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.